Event description:
A customer reported that the surgeon feels that the irrigation is not adequate. They feel it is burning the edges of the wound. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and no problem was found. The system was then tested and met product specifications. No samples were returned for eval and no add'l info was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).